Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for other carcinoma and malignant pain. Pump drug information was not reported. It was reported that the patient had been having issues with their personal therapy manager (ptm) delivering boluses. The patient was encountering "errors" while connecting and it would load to 91% and then "shut off". The ptm displayed messages that stated, "something about the pump no longer communicating and to wait or exit" and another message about the "pump not delivering or something". The patient mentioned that they didn't "feel" the bolus. During the call to patient services, the callers were able to connect without delay and did not encounter any messages. Patient services reviewed connection lag considerations and review steps. The caller confirmed that the patient was programmed for 10 boluses per day. It was also reported that the patient claimed to be locked out incorrectly because they hadn't had any boluses yet for the day, but the ptm indicated a lock out of approximately 40 more minutes. Ptm therapy details were provided as a bolus duration of 2 minutes, lockout duration of 1 hour, a dose restriction interval of 10x/24 hours and maximum activations of 10x/day. The caller claimed that no boluses were showing on the report since the previous night. The caller was transferred to technical services to further analyze the clinician programmer reports. During the call to technical services, the caller was confused as to why the patient was locked out for 33 minutes when the patient did not give themselves a bolus. Technical services confirmed after discussing that an update was made to the pump, which was the reason for the lockout, since the lockout duration was 1 hour. The caller understood. Additional information was received from the healthcare provider (hcp) reporting that the in regards to which specific error codes occurred they stated, "the [personal therapy manager] 'ptm isn't responding message' when patient tried to use ptm error code was 2108". The cause of the ptm errors was unknown. Patient had reset the controller, turned on/off, and had the pump interrogated in order to resolve the ptm errors.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.